Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged burning/smoke/electrical odor, headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged burning/smoke/electrical odor, headache. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - there was contamination on the lcd panel and in the blower box. The blower box had signs of water spots as well as on the blower fan and there were no signs of contamination on the outside of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed no evidence of sound abatement foam degradation or breakdown.